Event description:
It was reported that during a knee arthroscopy procedure using the quantum 2 system, the foot pedal connector was pulled out of the system. They were unable to reconnect the cable and completed the procedure using a competitor's product. There were no reported delays or pt complications as a result of this event.